Event description:
The article, "very late mechanical mitral valve prosthesis dehiscence", was reviewed. The article presented a case study of a 54-year-old male patient with a history of hypertension, and mechanical mitral valve replacement. On an unknown date, a 27mm regent mechanical heart valve was chosen for emergent mitral valve replacement due to prosthetic valve thrombosis associated with an unknown mitral valve. Post-procedure on an unknown date, the patient presented with shortness of breath and bilateral pedal edema. At presentation, the patient's jugular venous pressure was elevated, with a heart rate of 110 beats per minute. Cardiac auscultation revealed a holosystolic murmur. Laboratory investigations revealed moderate anemia. Electrocardiogram showed sinus tachycardia. The patient was diagnosed with congestive heart failure with intravascular hemolytic anemia. Echocardiography also showed severe grade 4 mr due to pvl. Transesophageal echocardiography showed a large pvl of the prosthetic valve with valve dehiscence. Coronary angiogram showed complete occlusion of the right coronary artery (rca). The decision was made to perform a redo surgical management of the pvl with coronary bypass graft to the rca. After the surgery, the patient had prolonged hospitalization and passed away after two months, secondary to septic shock due to hospital-acquired pneumonia. [The primary and corresponding author was sourabh agstam, department of cardiology, 7th floor, cardiothoracic center, all india institute of medical sciences, ansari nagar, new delhi 110029, with corresponding e-mail: sourabhagstam@gmail.com.].

Manufacturer narrative:
As reported in a research article, very late mechanical mitral valve prosthesis dehiscence. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The patient effects noted appeared to be cascading effects of reported pvl. The cause of patient death could not be conclusively determined. The reported heart failure decompensation and surgical intervention were results of case specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Based on the medical review: "a 54-year-old man with a complex cardiac history had three prior mitral valve replacement surgeries which were complicated by endocarditis and mitral paravalvular leak (pvl). The third operation was performed 18 years ago using a (B)(6) mechanical valve and the patient has done well up until recently when the patient presented with symptoms of heart failure and evidence of intravascular hemolytic anemia. Imaging demonstrated a large pvl with prosthetic mitral valve dehiscence. Coronary angiography also showed complete right coronary artery (rca) occlusion. The patient underwent a redo surgical repair of the pvl along with coronary artery bypass grafting to the rca. Following the surgery, the patient had a prolonged hospitalization and died after 2 months, secondary to septic shock due to hospital-acquired pneumonia. The cause of death was septic shock secondary to hospital-acquired pneumonia associated with a fourth time redo cardiac surgery. The mechanism involved postoperative vulnerability leading to infection, which progressed to systemic sepsis, resulting in circulatory collapse and multiorgan failure despite ongoing care. Contributing factors most likely included the patient¿s extensive surgical history, prolonged hospitalization, and overall reduced physiological reserve following complex cardiac surgery. The cause of death is procedure related and related to the patient's underlying comorbidities." Literature attachment: very late mechanical mitral valve prosthesis dehiscence b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "very late mechanical mitral valve prosthesis dehiscence", was reviewed. The article presented a case study of a 54-year-old male patient with a history of hypertension, and mechanical mitral valve replacement. The patient previously underwent mitral valve replacement (mvr) for symptomatic severe rheumatic mitral stenosis in 2008. Three months post-surgery, the patient developed prosthetic valve infective endocarditis with severe mitral regurgitation (mr) secondary to paravalvular leak (pvl), necessitating a second mvr. Two months after the second mvr, the patient presented to the emergency department with prosthetic valve thrombosis requiring a third mvr with a 27mm regent mechanical heart valve. On an unknown date the patient presented with shortness of breath and bilateral pedal edema. At presentation, the patient's jugular venous pressure was elevated, with a heart rate of 110 beats per minute. Cardiac auscultation revealed a holosystolic murmur. Laboratory investigations revealed moderate anemia. Electrocardiogram showed sinus tachycardia. The patient was diagnosed with congestive heart failure with intravascular hemolytic anemia. Echocardiography also showed severe grade 4 mr due to pvl. Transesophageal echocardiography showed a large pvl of the prosthetic valve with valve dehiscence. Coronary angiogram showed complete occlusion of the right coronary artery (rca). The decision was made to perform a redo surgical management of the pvl with coronary bypass graft to the rca. After the surgery, the patient had prolonged hospitalization and passed away after two months, secondary to septic shock due to hospital-acquired pneumonia. [The primary and corresponding author was sourabh agstam, department of cardiology, 7th floor, cardiothoracic center, all india institute of medical sciences, ansari nagar, new delhi 110029, with corresponding e-mail: sourabhagstam@gmail.com.]